Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited noise. Patient was schedule for av junction ablation but surgery was delayed due to patient symptoms. Biotronik has no information in regards to a revision.